Event description:
It was reported that the patient was unable to adjust stimulation and intermittently would not do telemetry. The programmer showed a "call your doctor" icon with code: 006. The neurostimulator was slow to respond the patient programmer and the patient was scared to turn the stimulator back on due to overstimulation in his stomach.

Manufacturer narrative:
The patient programmer was returned for analysis. Final device analysis revealed a scratched face plate. Also, all pins on the antenna jack had to be resoldered.